Event description:
Caller alleged discrepant results compared with the lab. Results as follows: (lot# 233421) - date: (B)(6)2010, inratio: 4.6, 4.3; lab: 3.8. (Lot# 221728) - date: (B)(6)2010, inratio: 4.0. About 1 hour between meter test and lab draw. Customer performed a re-test while on the phone with technical service (4.3).

Manufacturer narrative:
Investigation pending.